Manufacturer narrative:
(B)(4). Date sent: 1/26/2021; d4: batch # u40f64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dcs instrument was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested functionally, and the continuity was present from the cautery pin to the end effector. No anomalies were found. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: refer to appropriate electrosurgical system user manual for indications and instructions to ensure that all safety precautions are followed. Ensure that electrical insulation or grounding is not compromised. Do not immerse electrosurgical instruments in liquid unless the instruments are designed and labeled to be immersed. When using electrocautery, ensure the blades/jaws are fully visible to avoid inadvertent tissue damage. Do not use instruments with monopolar cautery as bipolar cautery instruments. Do not apply electrosurgical current directly to staples or clips. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Voluntary medwatch was received from risk manager and no mw number was provided on the form. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure and bso, the monopolar scissors arced while cutting the cuff and melted the koh ring. There was no known injury to the patient. The esu was checked out by biomed after the event and there were no issues.